Event description:
Event description boston scientific received information that the patient with this pacing system expereinced diaphragmatic stimulation. An x-ray was performed revealing that both leads had dislodged. During the revision procedure both leads were successfully positioned with good parameters through the external analyzer. However, during interrogation of the device, noise was noted on both channels which resulted in inappropriate pacing for the patients underlying rhythm. Visual inspection of the device revealed body fluid contamination seeping from both setscrews. The device was removed, replaced, and returned for analysis. Both leads remain implanted connected to the new device. No adverse patient effects were noted.